Event description:
Customer reported that the v60 ventilator has error messages of machine and proximal pressure sensors failed and autozeroing of machine and proximal pressure transducers in post failed. The customer reported there was no patient involvement.